Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 18 (mg/dl) and loss of consciousness. Reportedly, customer's roommate called 911 and paramedics administered intravenous glucagon and "d5w'. Customer was not transferred to the hospital. Reportedly, customer has recently discontinued pump use and reverted to insulin injections for diabetes management.